Manufacturer narrative:
H3. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine drug (2 mg/ml at 0.185 mg/day), bupivacaine (1.5 mg/ml), and bupivacaine (1 mg/ml) via an implantable pump for non-malignant pain indications for use. It was reported that the patient got refilled yesterday but his secondary drug increased in concentration. The healthcare provider (hcp) confirmed that the primary drug concentration and dose stayed the same the only change was the secondary drug concentration. The hcp stated that the patient's bridge bolus started at 11:32 am and was underdosing because most of their daily dose comes from their personal therapy manager (ptm) and they were unable to use their ptm until the bridge has finished. The technical services (tss) confirmed that the bridge was not technically necessary since the pump's flow rate was calculated off primary dose/primary concentration therefore the speed of the pump remains the same. The tss confirmed that the new combination of drug concentrations was 25 percent of the way through the ttv and if the bridge was cancelled, the pump will continue to remain the desired speed, the only difference is the patient will be able to use their boluses. The tss explained that the patient would not receive the new concentration of bupivacaine immediately, but they can at least bolus themselves.